Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and powered it on. The roller pump ran for over 35 hours at 0.045 liters per minute (l/min) with no observation of the unit running slow or displaying a message. The pst ran the pump for 2 hour intervals with speeds of 1.01 l/min, 2.00 l/min, and 3.00 l/min with no observation of the unit running slow or displaying a message. It was determined that the roller pump met specification. Per data log review: the system was powered up on (B)(6) 2022 at 06:54:33 am. Based on the safety connections, the large roller pump was likely used as a cardioplegia pump. There were several start/stop events but no errors were logged. 'Service pump' can be displayed without logging an error so there was no way to tell from the log if 'service pump' was displayed. At 07:25:16 am the system was power cycled. At 07:26:56 am a perfusion screen was opened, there were several start/stop events but no errors again. The perfusion screen was exited and the system was powered off at 07:36:27am. The system was powered up at 08:19:31 am. A perfusion screen was opened and the pump was started at 08:20:12 am. 'Overspeed head > motor' occurred and the pump stopped. This will cause 'overspeed' to display but not a 'service pump' message. Several more 'overspeed head > motor' and start/stop events occurred. The perfusion screen was exited and the system was shut down at 08:51:44 am. The system was powered up again at 08:53:26 am. A perfusion screen was opened, the pump was started/stopped several times and the perfusion screen was exited at 09:58:49 am. The system was shutdown at 10:23:32 am. The system was powered up two more times with no other errors.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump ran slowly while in the cardioplegia position and then stopped and displayed a 'service pump' message. The pump was rebooted but the same issue occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) did not observe any physical damage. He replaced the roller pump motor and release testing passed successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.